Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 490 mg/dl. The customer stated that she experienced vomiting, low blood pressure, high blood glucose levels and burning in her muscles. The customer stated that there was a death in her family one week earlier as well. The customer also reported being hospitalized back in (B)(6) due to low blood glucose levels. The customer stated that she had a seizure and blacked out prior to the event. The customer did not provide further information regarding that event since it was so long ago. The customer only remembered that she over bolused and all of the insulin just caught up to her. The customer declined troubleshooting as she stated she had already troubleshot with her insulin pump trainer, and found that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.